Event description:
It was reported that the patient presented remotely via merlin.net transmission. Transmissions revealed the patient's left ventricular (lv) lead had exhibited loss of capture. No intervention performed was reported and the patient was in a stable condition.